Event description:
The customer was hospitalized for high blood glucose. It was found that the customer sometimes sits when he inserts the infusion set. The mother stated that the customer had a surgery on his abdomen and he does inert on this area. Advised customer's mother of the issues that can occur if the infusion sets are inserted in the abdomen. Troubleshooting was performed. The programming, bolus history, and insulin concentration were correct. In addition, a fixed prime test was completed and the insulin exited.